Manufacturer narrative:
The reported events of low pacing lead impedance and insulation damage were confirmed. A complete lead was returned in one piece. Visual inspection found an overtightened suture tie impression on the outer and inner insulation at the middle region of the lead. In this region, the inner and outer insulations were found to be separated/damage, and both coils were also found damaged. The cause of the reported events was due to the overtightening of the suture tie.

Event description:
It was reported that the patient presented for an implant procedure. After the procedure was completed and the device pocket was closed, low pacing impedance was noted on both the right ventricular (rv) and right atrial (ra) leads. The device pocket was subsequently reopened, and both the ra and rv leads were explanted and replaced. During the explant procedure, the ra and rv leads were both tested with a patient system analyzer (psa) in bipolar and unipolar configurations, insulation damage was observed on both leads near the suture site. The patient remained stable throughout the procedure.